Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. There were concerns with wireless telemetry transmissions and possible interference, but this was not evident on save-to-disk file.

Event description:
It was reported that two different programmers, in two different locations, failed to interrogate the ICD with wireless and nonwireless sessions. It was further reported the sales rep went to clinic and was able to complete a wireless and nonwireless session. Additional information indicated there were spikes on vtip-coil egm that are not on vtip-ring or atip-ring egms. It was reported that with wireless, there is noise on the rv tip to rv coil egm and it is likely due to interference in the vicinity of the interrogation. The device remains in use. No patient complications were reported as a result of this event.